Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review: a temporal relationship exists between the pd therapy with the liberty cycler set and the patient¿s peritonitis event. However, there is no allegation nor any objective evidence that a liberty cycler set malfunction or product deficiency was associated with this event. Peritonitis is a well-documented complication in patients undergoing pd therapy. The patient¿s pd culture yielded growth of the organism staphylococcus which is an organism that is found on human skin. Therefore, based on the reported information, the patient¿s peritonitis can be reasonably attributed to touch contamination during the pd exchange, as reported by the patient¿s nurse.

Event description:
On (B)(6) 2022, this patient on peritoneal dialysis (pd) reported recently having peritonitis. The patient stated they did not have any visible fibrin but was referred to the pd nurse as a precaution. In additional follow-up, the patient¿s pd nurse confirmed that the patient was experiencing symptom of abdominal pain. On (B)(6) 2022, the patient was hospitalized with peritonitis. Per the nurse, the patient¿s pd culture (obtained on (B)(6)2022 grew the bacteria coagulase negative staphylococcus. The patient was reportedly treated with the antibiotics cefepime and vancomycin (dose unknown) intra-peritoneal (ip) and pd continued while hospitalized. The patient was subsequently discharged on (B)(6)2022 continuing a 10 day course of cefepime ip. The patient¿s symptoms reportedly resolved. The patient¿s nurse stated there is no issues with fresenius device or product in relation to the peritonitis event. The nurse attributed the peritonitis to patient touch contamination during the pd exchange

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. The user guide states as a warning before starting the treatment, ¿you must use aseptic technique as directed by your pd nurse to prevent infection¿. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
On (B)(6) 2022, this patient on peritoneal dialysis (pd) reported recently having peritonitis. The patient stated they did not have any visible fibrin but was referred to the pd nurse as a precaution. In additional follow-up, the patient¿s pd nurse confirmed that the patient was experiencing symptom of abdominal pain. On (B)(6) 2022, the patient was hospitalized with peritonitis. Per the nurse, the patient¿s pd culture (obtained on (B)(6)2022) grew the bacteria coagulase negative staphylococcus. The patient was reportedly treated with the antibiotics cefepime and vancomycin (dose unknown) intra-peritoneal (ip) and pd continued while hospitalized. The patient was subsequently discharged on (B)(6) 2022 continuing a 10 day course of cefepime ip. The patient¿s symptoms reportedly resolved. The patient¿s nurse stated there is no issues with fresenius device or product in relation to the peritonitis event. The nurse attributed the peritonitis to patient touch contamination during the pd exchange.